Event description:
The device malfunctioned and was returned to the manufacturer for replacement. Webster cs catheter steerable curve not working. No patient information given. Manufacturer response for webster cs catheter with ez steer technology, (brand not provided) (per site reporter). Unknown, they will replace the device.